Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following an unrelated surgical procedure where the device was not placed into surgery mode, the drg ipg became and unable to communicate with external devices. The device was able to be recovered during troubleshooting with a manufacturer representative resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that there were no known allegations of deficiencies against the device.

Manufacturer narrative:
Correction to b5.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.